Event description:
Info received indicates unintentional movement of the head section function up.

Manufacturer narrative:
The facilities maintenance indicated the head section of the bed would move up unintentionally. The facilities maintenance found fluid ingress in the siderail board. The siderail board was cleaned, and dried to repair the bed.